Event description:
Revision surgery. The pt went in for a revision hip surgery. The surgeon wanted to use a less invasive approach and replace the liner. The surgeon had to replace to constrained liners due to a fitting issue; neither of them were securely in place. He removed the primary cocr head, hooded liner, and porous solid shell. He implanted a zimmer cup. Two liners were discarded during the surgery and are listed on the product complaint report.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 14.8 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was a delay of 20 minutes and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination due to the patient's soft tissue being attached to the device. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue, and patient activity.